Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead perforated the patient's heart wall. The patient was not compliant with not using left arm. The patient went to emergency room with chest pain. The device was interrogated and when he paced right ventricular (rv), the patient complained of pain. A computed tomography was performed and the perforation was confirmed. The rv lead was explanted and a new was placed. No additional adverse patient effects were reported.